Event description:
It was reported that the user experienced persistent hyperglycemia despite multiple infusion set changes while using the ilet with a dexcom g6, with review indicating sustained elevated glucose since the prior night and repeated user-initiated pump pauses and unannounced meals. Symptoms included no reported clinical manifestations associated with the elevated glucose. Outcomes included no hospitalization or medical intervention, and the user planned to allow the ilet to correct the glucose. Investigation included review of device usage data and user report, with consideration of a device factory reset to restore configuration and cgm pairing after sensor replacement. Investigation of this case revealed user behavior factors, including frequent ilet pausing and unannounced meals, as plausible contributors to the reported hyperglycemia, with no device component failure identified and infusion set replacements arranged. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.